Event description:
It was reported to baxter (B)(4) that thirteen intermate lv 100 devices had loose winged luer caps, resulting in leakage before use. This is report number 5 of 13. The device had been filled with pamidronate 90 milligrams in 250 milliliters normal saline when the leak was observed. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The customer did not provide the product code of this device; therefore the 510k number cannot be determined. The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
It was reported to baxter (B)(4) that at least twenty intermate devices were leaking from the winged luer cap before use. This is report number 5 of 20. The devices were filled with pamidronate when the leaks were observed. There was no patient injury or medical intervention reported. No additional information is available at this time.

Event description:
The user received questionable calcium results from the integra 400 serial number (B)(4). Of the data provided, the results for 14 patient samples were discrepant. All results are in mg/dl. Patient sample 1 initial result was 9.0 and the repeat result was 10.0. Patient sample 2 initial result was 8.0 and the repeat results on (B)(6) 2010 were 9.8 and 8.5. The sample was repeated on (B)(6) 2010 with reagent lot number 628028 and the result was 9.1. Patient sample 3 initial result was 8.2 and the repeat result on (B)(6) 2010 was 9.1. Patient sample 4 initial result was 8.9 and the repeat results on (B)(6) 2010 were 9.9 and 9.5. The sample was repeated on (B)(6) 2010 with reagent lot number 628028 and the result was 10.1. Patient sample 5 initial result was 8.5 and the repeat results on (B)(6) 2010 were 9.8 and 9.1. The sample was repeated on (B)(6) 2010 with reagent lot number 628028 and the result was 9.5. Patient sample 6 initial result was 8.8 and the repeat results on (B)(6) 2010 were 9.8 and 9.2. Patient sample 7 initial result was 8.4 and the repeat results on (B)(6) 2010 were 9.8 and 8.8. The sample was repeated on (B)(6) 2010 with reagent lot number 628028 and the result was 9.3. Patient sample 8 initial result was 8.4 and the repeat result on (B)(6) 2010 was 8.8. The sample was repeated on (B)(6) 2010 with reagent lot number 628028 and the result was 9.2. Patient sample 9 initial result was 8.9 and the repeat result on (B)(6) 2010 was 10.4 with a data flag and 9.6. The sample was repeated on (B)(6) 2010 with reagent lot number 628028 and the result was 10.1. Patient sample 10 initial result was 8.9 and the repeat result on (B)(6) 2010 was 9.1. The sample was repeated on (B)(6) 2010 with reagent lot number 628028 and the result was 10.0. Patient sample 11 initial result was 8.4 and the repeat result on (B)(6) 2010 was 8.7. The sample was repeated on (B)(6) 2010 with reagent lot number 628028 and the result was 9.3. Patient sample 12 initial result was 8.2 and the repeat result on (B)(6) 2010 was 8.8. The sample was repeated on (B)(6) 2010 with reagent lot number 628028 and the result was 9.1. Patient sample 13 initial result was 8.2 and the repeat result on (B)(6) 2010 was 8.7. The sample was repeated on (B)(6) 2010 with reagent lot number 628028 and the result was 9.1. Patient sample 14 initial result was 8.2 and the repeat result on (B)(6) 2010 with reagent lot number 628028 was 9.0. The initial results were reported outside the laboratory and amended reports were issued. The user was not aware of any adverse affects to the patients. The field service representative determined the calcium reagent did not meet the user's expectation and a new lot number of calcium reagent was sent to the user. To verify the analyzer operation, he ran performance tests which passed. Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed (B)(6) 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.

Manufacturer narrative:
Complaint no: (B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of leakage. The root cause was determined to be a loose winged luer cap. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot. A follow up report will be submitted if additional information becomes available.